Manufacturer narrative:
Unit was received with cracked battery tube threads and minor scratched lcd window. Unit had intermittent button response due to flattened all the buttons dome switch. Keypad connector was fully locked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is cracked. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery compartment. Customer indicated that they do not have a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.